Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 324 mg/dl and insulin injection was used to address bg. As occlusion occurred in the past, cause of blockage could not be determined.